Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received 2 leads with the same lot number. It was reported the patient lost stimulation approximately 2 months ago. Diagnostics indicated invalid impedance readings on all contracts. The patient initially elected to not pursue any intervention for the issue. However, later surgical intervention took place and the patient's leads were explanted and replaced. Additionally, the physician electively explanted and replaced to ipg.